Event description:
It was reported that while preparing to start a da vinci s surgical procedure, the site experienced a red image in the both eyes of the surgeon side console and touch screen display. With the assistance of an isi technical support engineer, the site restarted the system and reconnected all cables; however, this did not resolve the problem. The surgeon made the decision to convert the procedure to traditional open surgical techniques to complete the procedure.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the vision issue experienced by the site was associated the lamp module of the illuminator. The lamp module provides the light to the endoscope. The system was repaired by replacing the affected lamp module of the illuminator. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.